Event description:
During a scheduled follow-up, noise sensing by the subject pacemaker was identified within the stored patient files. The physician indicates that there is lead value fluctuation (r wave amplitude and impedance) and abnormal egm in stored v burst episodes and ventricular sensing test. The dates associated to these episodes are (B)(6) 2012 at 19:11 and (B)(6) 2012 at 20:48. No symptoms were indicated by the patient. The physician also indicated that no irregularity was seen on the x-ray relative to the associated lead ((B)(4), sn: (B)(4), MDR # 1000165971-2012-00115).

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.